Manufacturer narrative:
Product complaint # (B)(4) section b5: additional information received from the clinical database on 15-nov-2019 indicated that the primary investigator felt that the death was not related to the device or procedure. No further information has been provided. Based on the additional information received this complaint does not meet the criteria for medical device reporting since the event of death was not related to the device or procedure. Therefore, it has been deemed not reportable.

Manufacturer narrative:
(B)(4). The purpose of this MDR is to include the additional event information received on (B)(6) 2019 and on (B)(6) 2019. Therefore, the event no longer meets regulatory reporting criteria. Section b5: updated information was received that ae#2: iatrogenic proximal lica dissection was deleted from the clinical database because the event did not meet serious adverse event (sae) criteria. The dissection was noted to be non-flow limiting, and therefore was not intervened on. Additional information received from the clinical database on (B)(6) 2019 indicated that the patient expired on (B)(6) 2019. The official cause of death is currently unknown. The site was unsuccessful contacting the subject for her 90-day follow-up visit so an obituary search was done, where it was noted of her death. The report did not identify the cause of death, and internal records did not capture this information as the patient had already been discharged. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections in this MDR follow up #1: g4, g7, h2 and h10. Complaint conclusion: as reported via the excellent study, an 84-year-old female (subject 107-005) with a history of atrial fibrillation, congestive heart failure (chf), hyperlipidemia, and hypertension, presented with an unwitnessed ischemic stroke on 30-jul-2019 with nihss of 15, and mrs score of 2, and experienced severe hemorrhagic conversion on the following day. The patient was emergently intubated, and the event is currently resolving. The investigator reported that the event is unlikely related to the study device but possibly related to the study procedure. No information regarding the procedure, target vessel, or device was included in the case report form (crf); however, the patient did not receive intravenous tissue plasminogen activator (tpa) prior to the procedure. 24-hour post-procedure nihss was 23. The investigator indicated that the hemorrhagic conversion was life-threatening and resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. According to the investigator, the event was unlikely related to the study device, but possibly related to the study procedure. Additional information received indicated that the patient presented 8 hours from last known well with left middle cerebral artery (mca) syndrome. Non-invasive imaging suggested a lmca occlusion. The suspected origin of embolism was cardioembolic as the patient had history of atrial fibrillation and was not on anticoagulation. The patient subsequently underwent a mechanical thrombectomy procedure on (B)(6) 2019. Using fluoroscopic roadmap assistance, a phenom 0.027¿ microcatheter was navigated over a 0.016¿ fathom microwire to the left mca. The microwire was removed and a 5x33 embotrap ii stent retriever was loaded into the microcatheter and advanced to the tip of the microcatheter. The stent retriever was then unsheathed in place, and the microcatheter was removed. The embotrap was monitored for five minutes. The 8f flowgate2 balloon was inflated on the guide catheter and the embotrap was slowly pulled into the guide catheter under pump aspiration. Due to difficulty with stability of the guide catheter, the balloon guide catheter was exchanged for a 6f shuttle sheath with the simmons 2 introducer over a stiff-exchange wire. A coaxial system of jet 7 intermediate catheter and phenom microcatheter was navigated over a 0.016¿ fathom microwire to the left mca with the intermediate catheter placed at the face of the thrombus. The embotrap was deployed, and suction was applied to the intermediate catheter using a penumbra aspiration pump for five minutes. Under constant suction, the embotrap and intermediate catheter were then pulled down slowly, with the embotrap removed and the intermediate catheter left in place. The embotrap was then removed from the guide and inspected for clot. The device was cleaned and resheathed. The intermediate catheter was allowed to back bleed and once no clots were seen, it was flushed forward. Follow-up angiography was performed at the working angle and demonstrated residual thrombus. The embotrap was again deployed for five minutes with local aspiration, then both the embotrap and intermediate catheter were removed under aspiration. Follow-up angiography demonstrated residual thrombus in a distal m3 branch. The microcatheter was again navigated over the microwire to the face of the thrombus and gently macerated. The microcatheter was removed, and the microcatheter tip was positioned proximal to the occluded segment. Intra-arterial verapamil was infused through the microcatheter into the m2, for a total of 5mg, due to moderate vasospasm. Follow-up angiography over the head and neck to identify branch occlusions was performed. Final run revealed recanalization of the left m2 segment (mtici score of 2b) with distal m3/4 embolus visualized. A non-flow limiting (mild) iatrogenic dissection was noted in the left ica near its origin. There was no thrombus seen. The patient was transferred to the neurointensive care unit (nicu) in stable condition without immediate complication. CT scan showed moderate amount of contrast staining in left sylvian fissure. Repeat CT performed on the following day demonstrated an evolving left mca territory infarct, with subacute hemorrhagic conversion of the infarct core which has the appearance of hematoma and fairly extensive surrounding subarachnoid blood. Mild associated mass effect was noted with no midline shift. The patient was intubated due to concern for inability to protect airway. She was treated with 3% hts bolus followed by continuous infusion. Magnetic resonance imaging (MRI) of the brain performed on (B)(6) 2019 showed large acute left mca territory infarct with acute/early subacute hemorrhagic conversion including moderate-sized parenchymal hemorrhage centered within the left temporal lobe with subarachnoid hemorrhage extending along the left cerebral convexity. Associated vasogenic edema with resultant mass effect contributes to minimal rightward midline shift. Overall, distribution of blood products was not significantly changed compared to CT of (B)(6) 2019 though comparison is difficult due to differences in technique. Her hospital course was complicated by acute respiratory failure with extubation on (B)(6) 2019 and severe aphasia. On (B)(6) 2019, nihss was 25. A note documented by physician on (B)(6) 2019 indicated that discharge is being planned and ¿it is okay to transfer to rehabilitation nursing facility today¿. It was further stated that they plan to start anticoagulation approximately 3-4 weeks out from event and a repeat CT scan will be performed 2-3 weeks out. The current status of the patient has not been reported. Additional information received via the clinical study database on (B)(6) 2019 indicated that a mild iatrogenic proximal left ica dissection occurred during the procedure. The dissection did not require intervention and the event is currently resolving. The primary investigator reported that the event was related to the procedure and not related to the study device. According to the crf, the pre-procedure mtici score was 0. The first pass made with the embotrap and mechanical pump aspiration at the left m2 (5 min incubation) resulted in a mtici score of 1 with partial clot retrieval via the embotrap. The second pass made with the embotrap and mechanical pump aspiration at the left m2 (5 min incubation) resulted in a mtici score of 0 with partial clot retrieval via the embotrap. The third pass made with the embotrap and mechanical pump aspiration at the left m2 (5 min incubation) resulted in mtici score of 1 with no clot retrieval. The final/end of procedure mtici score was 2b. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Dissection, distal embolization, intracranial hemorrhage, and respiratory failure are known potential complications associated with the embotrap and mechanical thrombectomy procedures. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the distal embolization cannot be conclusively determined; however, procedural factors and/or clot burden may have contributed. The instructions for use (IFU) outlines proper retrieval of the device with captured clot. The root cause of the dissection cannot be conclusively determined; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery may have contributed with no indication of a device malfunction or performance issue. Multiple devices were used during the procedure. The root cause of the hemorrhagic conversion cannot be conclusively determined; however, review of the available information suggests that patient and procedural factors, including the severity of the patient¿s baseline stroke, comorbidities, and advanced age, may have contributed. According to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Ht is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. It was further stated that the treatment of patients with the above predictors should be conducted more carefully. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Patient identifier: (B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported events. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study, an (B)(6)-year-old female (subject (B)(6)) with a history of atrial fibrillation, congestive heart failure (chf), hyperlipidemia, and hypertension, presented with an unwitnessed ischemic stroke on (B)(6) 2019 with nihss of 15, and mrs score of 2, and experienced severe hemorrhagic conversion on the following day. The patient was emergently intubated, and the event is currently resolving. The investigator reported that the event is unlikely related to the study device but possibly related to the study procedure. No information regarding the procedure, target vessel, or device was included in the case report form (crf); however, the patient did not receive intravenous tissue plasminogen activator (tpa) prior to the procedure. 24-hour post-procedure nihss was 23. The investigator indicated that the hemorrhagic conversion was life-threatening and resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. According to the investigator, the event was unlikely related to the study device, but possibly related to the study procedure. Source documents forwarded on 16-aug-2019 were reviewed. The patient presented 8 hours from last known well with left middle cerebral artery (mca) syndrome. Non-invasive imaging suggested a lmca occlusion. The suspected origin of embolism was cardioembolic as the patient had history of atrial fibrillation and was not on anticoagulation. The patient subsequently underwent a mechanical thrombectomy procedure on (B)(6) 2019. Using fluoroscopic roadmap assistance, a phenom 0.027¿ microcatheter was navigated over a 0.016¿ fathom microwire to the left mca. The microwire was removed and a 5x33 embotrap ii stent retriever was loaded into the microcatheter and advanced to the tip of the microcatheter. The stent retriever was then unsheathed in place, and the microcatheter was removed. The embotrap was monitored for five minutes. The 8f flowgate2 balloon was inflated on the guide catheter and the embotrap was slowly pulled into the guide catheter under pump aspiration. Due to difficulty with stability of the guide catheter, the balloon guide catheter was exchanged for a 6f shuttle sheath with the simmons 2 introducer over a stiff-exchange wire. A coaxial system of jet 7 intermediate catheter and phenom microcatheter was navigated over a 0.016¿ fathom microwire to the left mca with the intermediate catheter placed at the face of the thrombus. The embotrap was deployed, and suction was applied to the intermediate catheter using a penumbra aspiration pump for five minutes. Under constant suction, the embotrap and intermediate catheter were then pulled down slowly, with the embotrap removed and the intermediate catheter left in place. The embotrap was then removed from the guide and inspected for clot. The device was cleaned and resheathed. The intermediate catheter was allowed to back bleed and once no clots were seen, it was flushed forward. Follow-up angiography was performed at the working angle and demonstrated residual thrombus. The embotrap was again deployed for five minutes with local aspiration, then both the embotrap and intermediate catheter were removed under aspiration. Follow-up angiography demonstrated residual thrombus in a distal m3 branch. The microcatheter was again navigated over the microwire to the face of the thrombus and gently macerated. The microcatheter was removed, and the microcatheter tip was positioned proximal to the occluded segment. Intra-arterial verapamil was infused through the microcatheter into the m2, for a total of 5mg, due to moderate vasospasm. Follow-up angiography over the head and neck to identify branch occlusions was performed. Final run revealed recanalization of the left m2 segment (mtici score of 2b) with distal m3/4 embolus visualized. A non-flow limiting (mild) iatrogenic dissection was noted in the left ica near its origin. There was no thrombus seen. The patient was transferred to the neurointensive care unit (nicu) in stable condition without immediate complication. CT scan showed moderate amount of contrast staining in left sylvian fissure. Repeat CT performed on the following day demonstrated an evolving left mca territory infarct, with subacute hemorrhagic conversion of the infarct core which has the appearance of hematoma and fairly extensive surrounding subarachnoid blood. Mild associated mass effect was noted with no midline shift. The patient was intubated due to concern for inability to protect airway. She was treated with 3% hts bolus followed by continuous infusion. Magnetic resonance imaging (MRI) of the brain performed on (B)(6) 2019 showed large acute left mca territory infarct with acute/early subacute hemorrhagic conversion including moderate-sized parenchymal hemorrhage centered within the left temporal lobe with subarachnoid hemorrhage extending along the left cerebral convexity. Associated vasogenic edema with resultant mass effect contributes to minimal rightward midline shift. Overall, distribution of blood products was not significantly changed compared to CT of (B)(6) 2019 though comparison is difficult due to differences in technique. Her hospital course was complicated by acute respiratory failure with extubation on (B)(6) 2019 and severe aphasia. On (B)(6) 2019, nihss was 25. A note documented by physician on (B)(6) 2019 indicated that discharge is being planned and ¿it is okay to transfer to rehabilitation nursing facility today¿. It was further stated that they plan to start anticoagulation approximately 3-4 weeks out from event and a repeat CT scan will be performed 2-3 weeks out. The current status of the patient has not been reported. Additional information received via the clinical study database on 22-aug-2019 indicated that a mild iatrogenic proximal left ica dissection occurred during the procedure. The dissection did not require intervention and the event is currently resolving. The primary investigator reported that the event was related to the procedure and not related to the study device. According to the crf, the pre-procedure mtici score was 0. The first pass made with the embotrap and mechanical pump aspiration at the left m2 (5 min incubation) resulted in a mtici score of 1 with partial clot retrieval via the embotrap. The second pass made with the embotrap and mechanical pump aspiration at the left m2 (5 min incubation) resulted in a mtici score of 0 with partial clot retrieval via the embotrap. The third pass made with the embotrap and mechanical pump aspiration at the left m2 (5 min incubation) resulted in mtici score of 1 with no clot retrieval. The final/end of procedure mtici score was 2b.